Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was pacing on the t-wave and the patient developed ventricular tachycardia and required intubation, cardiopulmonary resuscitation (CPR), and defibrillation. The epg was replaced and the patient was sent to the intensive care unit. The status of the epg is unknown. No further patient complications have been reported as a result of this event.